Event description:
The patient had one endeavor sprint drug-eluting stent implanted during the index procedure. It was reported that the patient suffered an mi approximately 27 months post the index procedure. It was not assessed whether this event was related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction). Conclusions: inherent risk of procedure (myocardial infarction). (B)(4).